Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the sore implant site and knot is unknown. Patient claims to have had problems since surgery for removal of kidney stones. The steps taken to resolve the sore implant site and knot was the patient was advised to turn device all the way down for 24 hours and then gradually increase it back up. If pain persists, the patient will call their manufacture representative (rep) back for instructions. It is unknown if the sore implant site and knot have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the last few days were really sore where implanted and hurt all the time. The patient reported that the implant site was sore to the touch and like a knot there. There were no falls or traumas related to this issue. There were no recent medical procedures or emi that could be related to this issue. The patient reported that there were no red marks and it didn't seem swollen. There were no device issues or further complications reported or anticipated. On (B)(6) 2017, it was reported by the hcp that the circumstances that led to the implant site being sore and the knot was unknown. They treated the patient with antibiotics and deprogrammed them. Per the patient on (B)(6) 2017, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that the infection was not confirmed, it was just a precaution.